Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hysterectomy ("have had hysterectomy's already") in an unknown number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent hysterectomy (seriousness criteria medically significant and intervention required), device breakage ("some ladies are suffering due to fragments being left, the coil being left or removed incorrectly"), device difficult to use ("some ladies are suffering due to fragments being left, the coil being left or removed incorrectly"), complication of device removal ("some ladies are suffering due to fragments being left, the coil being left or removed incorrectly"), pelvic pain ("pain they endure on a daily basis") and adverse event ("list of symptoms"). The patients were treated with surgery. At the time of the report, the hysterectomy, device breakage, device difficult to use, complication of device removal, pelvic pain and adverse event outcome was unknown. The reporter considered adverse event, complication of device removal, device breakage, device difficult to use, hysterectomy and pelvic pain to be related to essure. The reporter commented: this case refers to an unspecified number of patients/ladies. For the first female patient case, please refer to case (B)(4) ((B)(4)). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: device breakage. The analysis in the (B)(4) database revealed (B)(4) cases. Hysterectomy. The analysis in the (B)(4) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.